Manufacturer narrative:
Device was evaluated by a field service engineer using simulated use testing. Found the lack of temperature displayed due to faulty connection on temperature I/o pcb. Service history review found no previous issues.

Event description:
Sensors malfunctioned, not allowing the system to push gas. Doctor did not want to wait to trouble shoot and aborted the case.